Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final torque of the surgeon used the anti-torque wrench on the screw head while tightening the lock screw in the opposite direction of the nut. At that time, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed, and the procedure was completed utilizing the second lock screwdriver readily available in the set. There was a two-minute delay to the procedure, but no patient injury reported.

Manufacturer narrative:
H3 device evaluation - examination was not possible, as the product was lost during shipment to the engineer. Review of the device history records did not reveal any manufacturing deviations or anomalies, and two-year sales history did not reveal a trend for reports of this nature for this part number. The investigation could not draw any conclusions about the reported event. The need for corrective action was not indicated.

Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier - full UDI is not available without lot identification. H4 device manufacture date - unknown without lot identification. H3 device evaluation - without the opportunity to examine the complaint product no conclusions can be drawn. Without lot identification device history records and lot specific complaint history cannot be reviewed. Two-year complaint history review for part number only did not reveal a trend for reports of this nature for the reported part number. Should the product be received, a follow-up report will be filed upon completion of investigation. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. During final torque of the surgeon used the anti-torque wrench on the screw head while tightening the lock screw in the opposite direction of the nut. At that time, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The broken tip piece was removed, and the procedure was completed utilizing the second lock screwdriver readily available in the set. There was a two-minute delay to the procedure, but no patient injury reported.